Event description:
Customer reports codman air hose 26-5007 blew up and popped while being used with modular air driver. Reports the doctor suffered temporary loss of hearing at the time of the procedure but it is fine now. The customer has attributed this event to the codman air hose.